Event description:
It was reported that during the implant procedure, the leads could not be inserted into the pulse generators header. The device was not used.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: final analysis found that it was difficult to insert the test leads into the pulse generators header and the lead insertion force used to insert the lead was out of specification for the product.